Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported balloon rupture occurred. The 90% stenosed target lesion was located in an arteriovenous fistula in a moderately tortuous and non-calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. A contrast agent leak was confirmed. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition post procedure.